Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Blood was noted on the outside of the dialyzer and there was coagulated blood within the threads of both header caps. During a laboratory leak test, no external leak was detected, possibly due to coagulated blood. The header caps were removed for further visual evaluation; however, a cause for the external leak was not identified. There was no other damage or irregularities noted on the sample. A review of the production record was performed. The production record review showed there were four approved temporary deviation notices (dn)s and one nonconformance (nc) in the production of this lot. The dns and nc are unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A nurse reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the nurse clarified that the blood leak occurred 3 minutes after starting the hd treatment. The blood leak was described as being an external blood leak. The leak was visually seen at the arterial end of the dialyzer with blood dripping on the floor. The machine, a fresenius 2008t machine was being used. Blood leak test strips were not used. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on the same machine. The device is available to be returned to the manufacturer for evaluation.

Event description:
A nurse reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the nurse clarified that the blood leak occurred 3 minutes after starting the hd treatment. The blood leak was described as being an external blood leak. The leak was visually seen at the arterial end of the dialyzer with blood dripping on the floor. The machine, a fresenius 2008t machine was being used. Blood leak test strips were not used. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on the same machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.